Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During analysis of the controller (B)(4) (related MFR: 2916596-2020-02912), a driveline fault was found in the log file. It was stated that no diagnostic imaging were taken, and the patient was asymptomatic. Plan of care was for hospice, the patient was not actively being treated. The patient was listed as stable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no issues related to heartmate ii left ventricular assist system (lvas), serial number vad-14535, reported in association with the event. It was reported that the patient had a controller fault alarm on the patient¿s primary system controller, serial number (B)(6), on (B)(6) 2020. The patient was unable to complete a controller self-test or look at pump parameters. The patient prepared to change to the back-up controller, serial number (B)(6), but upon connection to power, a controller fault alarm was noted on the back-up controller. The patient¿s system controllers were reportedly replaced, and the alarms resolved. It was reported on (B)(6) 2020 that the patient was asymptomatic during the event and remained stable on hospice. A review of the log file downloaded from the primary controller, from (B)(6) 2020 ¿ (B)(6)2020 found that the pump maintained a stable speed. The system appeared to be operating as intended. Refer to the system controller pi mains regarding the controller fault alarms. Although a driveline fault was captured during the testing of the primary controller, a test driveline was used for analysis of the controller as the patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03feb2014 via customer order. The heartmate ii lvas instructions for use (IFU) and patient handbook are currently available. No further information was provided. The manufacturer is closing the file on this event.